Event description:
The device was very difficult to close and complete the staple and cut process. Resistance while firing the device resulted in damage to tissue of patient. The blood vessel was torn when the device was torqued and needed to be oversewn to prevent excessive bleeding.